Event description:
Reporter alleged obtaining a result of 456 mg/dl on the aviva system compared back to back with a result of 154 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter left the strips with his doctor, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.